Event description:
It was reported that a pt participated in a multi-center study of treatment for 1 or 2 level degenerative disc disease between l2 and s1. Pt was implanted with a tplif spacer at levels l5s1 size, with pedical screws at l5 and s1. Pt was also implanted with click-x for supplemental fixation. Pt had been experiencing pain for 276 months. Surgery date was (B)(6) 2005, and postoperatively pt developed pseudomeningocele, requiring observation. This is 05 of 06 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding... No sample was returned for eval. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.